Event description:
The pt's wife reported that her husband was diagnosed with peritonitis in (B)(6) 2009. No further info will be provided. No product defect was reported. There is no sample and the lot is unk.